Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 251,127,428,312,and 514mg/dl.tests were done within 10 minutes.patient did not experience any adverse events. No further information has been reported.